Event description:
Ems personnel were attending to a pt, condition unk. Allegedly while attempting to routinely monitor the pt, the unit displayed excessive ECG artifact in all leads and the paddles mode. The operator checked all cable/electrodes connections and could not discern a reason for the artifact. The operator stated there were no adverse effects to the pt as a result of the alleged malfunction.